Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed noise that caused oversensing with the inappropriate delivery of anti-tachycardia pacing (atp). There no adverse patient effects and no intervention performed at that time. The patient was going to be monitored and brought in for evaluation at a later date. Additional information was received that this lead has been capped and successfully replaced due to the later finding of a subclavian crush. There were no complications and no adverse patient effects or symptoms reported.

Manufacturer narrative:
The lead was capped and surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.